Event description:
It was reported that the urinary catheter balloon would not deflate.

Manufacturer narrative:
It was reported that the urinary catheter balloon would not deflate. Reportedly the nurse removing the urinary catheter cut "the valve" of the balloon, however, "no fluid was released." A urologist was notified and the nurse was ordered "to attempt deflation by inserting a wire through the catheter to rupture the balloon internally." Reportedly, "the wire could not be advanced properly and appeared to exit through the side" of the urinary catheter so the patient was "left for 10 minutes to observe if drainage would occur." Following this period of time, the nurse attempted to remove the urinary catheter again and it was successfully removed without further resistance. No death, serious injury, surgical intervention, or adverse health impact related to the event was reported. A sample was returned for evaluation and the reported balloon deflation issue could not be confirmed through visual or functional assessment of the returned sample. Based on the description of the issue, potential root causes may include, but are not limited to, the use of active deflation or patient-specific anatomical factors. Actively pulling back on the inflation syringe (active deflation) may cause the inflation lumen to collapse, obstructing the return flow of sterile water to the syringe. Due to the reported need for intervention when attempting to remove the urinary catheter, this medwatch is being filed.